Event description:
Same case as MDR ID# 2134265-2014-06211. It was reported that stent damage occurred. The target lesion was located in the distal saphenous vein graft (svg). The artery had a full metal jacket with unspecified implanted stents all the way down the entire artery. The stent has to go through the previously placed stents to reach the target lesion. A 4.00mmx20mm promus premier¿ stent was advanced and while trying to deliver the stent it got deformed. The physician tried using 4.00mmx16mm promus premier¿ stent and the same thing happened, the device got caught on something and deforming the stent. The procedure was completed by ballooning the lesion using an emerge balloon. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).